Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button error alarms. However, the pump had intermittent button response due to corroded keypad traces. No moisture damage on the electronic assembly was noted during visual inspection. The pump also had minor scratches on the lcd window, a cracked case at display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump may have been exposed to moisture. No further information reported.